Manufacturer narrative:
(B)(4). Device was discarded and was not return for analysis. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that for post-dilatation, a nc trek dilatation catheter advanced to an unspecified stent. There was no resistance noted with advancement. During initial inflation at 10 atmospheres (atm), the balloon ruptured. The nc trek was removed without issue and another nc trek was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.